Event description:
Healthcare professional reported a lap-band system leak first noticed when physician noted lower volume in the band than expected. The leak was observed "at edge of balloon to silicone." The lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflate of the band my occur due to leakage from the band, the prot or the connector tubing."